Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had developed a decreased effort tolerance secondary to progressive aortic regurgitation, approximately 2 years after his lvad implant. A chest x-ray, 2d echocardiography, and a CT scan also indicated pump migration leading to inflow obstruction. An initial surgery was postponed as the patient had amiodarone induced thyrotoxicosis and underwent radioactive iodine treatment. In addition, the patient developed enterococcal septicemia requiring a prolonged course of antibiotics. On (B)(6) 2015, the patient underwent a redo-sternotomy, aortic valve closure and repositioning of the lvad pump. The existing inflow conduit was removed and the left ventricle cavity was inspected; no clots or pannus was seen. In addition, the pump was noted to be clean. The driveline was mobilized and a pump pocket was created below the level of the diaphragm. A new inflow conduit was placed and connected to the original pump. The outflow graft was cut and anastomosed to a new outflow graft which was then connected to the pump and an outflow bend relief collar was applied. The patient remains ongoing on lvad therapy.

Manufacturer narrative:
The report of inflow conduit malposition was confirmed based on a review of the x-ray and echocardiogram images submitted by the customer. Although the sealed inflow conduit was not returned for evaluation, the provided images showed pump migration leading to an inflow obstruction. The patient underwent a redo-sternotomy for aortic valve closure, pump repositioning, and replacement of the inflow conduit and outflow graft. The post-op images showed proper placement of the lvad. A correlation between the device and the reported enterococcal septicemia could not be conclusively determined; however, infection is listed in the IFU as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 3 years and 3 months. The event occurred at national heart center of (B)(6). The patient remains on lvad support with the pump. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.